Event description:
It was reported that the ventilator failed the safety valve and o2 sensor tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
09/15/2017 (B)(4): the investigation of the returned nozzle units has been completed. They are part of the gas supply modules. The expiratory cassette was not returned. The field service engineer (fse) replaced the nozzle units and expiratory cassette on-site. The ventilator then passed all functional and safety tests. The returned nozzle units were visually inspected, no defects were found. They were mounted in a reference ventilator for simulated use testing, all tests passed without deviation. A log evaluation confirms the reported issue, pre-use check has failed intermittently on the flow transducer test. The safety valve test failed once due to issues with calibrating the opening pressure correctly, and the o2 sensor test also failed once. The failures started to appear when a new expiratory cassette got installed. When the fse replaced that cassette all failures got resolved. The root cause of why the expiratory cassette failed has not been determined. The failed tests started on (B)(6) 2017, date of event is updated accordingly. The reported failure will be detected during pre-use check.

Event description:
Manufacturer ref. #: (B)(4).